Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 335-615 (mg/dl) with moderate ketones. Reportedly, after initiating a bolus, due to unfamiliarity with the pump bolus features, the customer accidentally cancelled the bolus requests. Tandem technical support educated the customer on the bolus features of the pump. A bolus was delivered to address bg level.